Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: graftmaster was unable to cross lesion/required intervention with a second device. Device issue: failed to cross and treat the lesion. It was reported that the 3.0 x 16 graftmaster would not cross the lesion in the circumflex and it was difficult to remove it through the y adaptor. The graftmaster was to treat a perforation caused by a guide wire (non abbott). A 3.0 x 12 graftmaster was used and it crossed the lesion and sealed the perforation. No add'l event or pt info is available.

Manufacturer narrative:
Eval summary: quality assurance and product performance engineering completed analysis of the returned jostent graftmaster. First, the stent graft was visually inspected. During visual inspection, no damage could be found on the stent graft. Next, the delivery system was inspected. During inspection, a kink was found in the proximal shaft of the system, located approx 22.5 cm distally from the distal end of the strain relief. This kink may have effected the "deliverability" of the catheter. The tip of the delivery system also had some minor damage - a slightly flared end, which may have been caused if the catheter had "hung-up" during attempted delivery. The device was in working order and left abbott vascular instruments as per specifications. It was reported that the stent was used as per the indication to treat a perforation caused by a non-abbott guide wire. It was reported that the stent graft was not implanted as it could not cross the lesion in the circumflex and it was also difficult to remove it through the y adaptor. It was also reported that the pt required an add'l procedure to seal the perforation and a second device was used. During the device investigation, no damage was found on the stent graft. However, the proximal shaft of the delivery system was kinked approx 22.5 cm distally from the distal end of the strain relief. It is possible that this kink could have affected the "deliverability" of the catheter e.g. This kink in the shaft could affect both catheter trackability and the push or load transmission of the catheter. This is a possible route cause for the inability to cross the lesion. It is not possible to determine at what stage during the procedure that this kink occurred in the device. During the device investigation, the tip of the delivery system was also found to be flared, which may indicate that the catheter "hung-up" on an obstruction in the anatomy during the attempted delivery. This is another possible route cause for the inability to cross the lesion. It is not possible to determine at what stage during this procedure that the tip damage occurred. In the graftmaster otw instructions for use, it states that there should be no attempt made to pull an unexpanded stent graft back through the guiding catheter and that if resistance is felt, the delivery system and guiding catheter should be removed as single unit, i.e. The unexpanded stent graft should not be pulled back through the y-adaptor. According to the task/route sheets for this lot, all devices were in accordance with all quality criteria when the devices left the manufacturer. There is no info given to draw the conclusion that the device was not in working order. This MDR is considered closed by the product performance group.